Event description:
This issue was initially received as an inquiry. Upon further review during an audit, it was determined on (B)(6) 2010 that this should be treated as a complaint. Caridianbct received an email from the personal email account of a staff nurse at (B)(6) hospital asking about hypotension after a therapeutic plasma exchange procedure. The nurse stated that one pt went into pulmonary edema and exhibited hypotension after each of four tpe procedures. The initial communication mentioned septicemia, but subsequent communication indicated that the pt acquired the infection prior to the tpe procedures. The nurse requested that the company not disclose the contact with the company.

Manufacturer narrative:
Fin (B)(4). The complainant provided the following procedural info: ac used 655ml, replacement -3732, removal- 4495, plasma removed - 3874mlac in remove bag - 598ml, ac to pt - 57ml, plasma volume exchanged - 1.5. Based upon this info and the pt's clinical status, the caridianbct sr. Product support and training specialist concluded that probable cause of the hypotension was related to the pt's clinical status and not the caridianbct device. Further attempts will be made to gain additional info and a supplement will be provided if additional info is obtained.